Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, on rectum resection, the device was unable to load. The jaws of the device locked on the tissue and were removed by rear side black knob pulling. The device was unable to fire the reload. They took another stapler to fire the same reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.